Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the device was inspected, the error could not be reproduced. The fse checked the power supply plug connection and contacts but no abnormalities. The transport console disconnected and reconnected several times but no abnormalities. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) when patient returned back from ICU, although then connected to electricity, the iabp ran on battery power. Transport console was correctly locked in the carriage. The user then removed and reinserted the transport console several times. After the third try, the pump then switched back to the mains and the cardiosave ran on electricity and not on the batteries. There was no patient harm reported.